Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the during the procedure, the access cannula broke when it was being removed. Per a CT scan, it broke off flush with the vertebral pedicle. It should be noted that the procedure was completed successfully with no patient impact, medical intervention, or adverse consequences to the patient. There was a 20 minute delay reported as well.

Event description:
It was reported that the during the procedure, the access cannula broke when it was being removed. Per a CT scan, it broke off flush with the vertebral pedicle. It should be noted that the procedure was completed successfully with no patient impact, medical intervention, or adverse consequences to the patient. There was a 20 minute delay reported as well.